Event description:
Customer reported that an erroneously low glucose cup result was generated by the unicel dxc 600 synchron system. Quality controls were within spec prior to and after the event. The system generated critical re-run feature was triggered and yielded results within the expected range. The erroneous result was not reported out of the lab; the critical re-run result was reported. There was no change to the pts' treatment or care as a result of this event since the initial results were not reported out of the lab.

Manufacturer narrative:
Service was dispatched to the facility. The system was examined. The field service engineer (fse) replaced the glucose module at the customers' request. Upon further investigation, the fse determined that the root cause is related to a sample specific and short sample situation. The lab has preanalytical sample processing issues related to on-going lab training issues. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.